Event description:
It was reported that before a cranial tumor removal at the healthcare facility, the large pointer in the sterile instruments tray was found to have an ir cover missing. The procedure was completed successfully without a delay, and with the use of a backup pointer; no adverse consequences or medical intervention were reported.

Event description:
It was reported that before a cranial tumor removal at the healthcare facility, the large pointer in the sterile instruments tray was found to have an ir cover missing. The procedure was completed successfully without a delay, and with the use of a backup pointer; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however a root cause for the breakage could not be determined. The device was not returned to the healthcare facility, as it was not repairable.